Manufacturer narrative:
Evaluation was not performed. The device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device heated immediately when they connected the hand-piece to the ipc, a replacement hand-piece was used to successfully complete the case. There was no user/patient impact or injury.